Event description:
It was reported that, during patient use, the ventilator graphic user interface (gui) generated a ¿volume not delivered¿ alert message. The patient was transferred to another ventilator, without any reported harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) evaluated the ventilator, and was unable to duplicate the reported malfunction. The cse checked the event logs, and no error messages were found indicating that the volume was not delivered. The cse cleaned the exhalation valve assembly, ran all calibrations, and completed full performance verification tests. The ventilator passed all tests, calibrations, and it was operating within the manufacturing specifications.